Event description:
It was reported that a patient experienced recurring alert 38, described as consecutive stalled motor, despite replacing pump supplies and performing troubleshooting, with the pump reproducing the alert during agent attempts. Symptoms included unreliable insulin delivery and meal announcements. Outcomes included advisement to use backup therapy and instructions to shut down the device. Investigation included customer service troubleshooting and planning for device replacement logistics. Investigation of this case revealed a suspected motor stall malfunction associated with the pump drive mechanism, consistent with prior reports of motor stall alerts. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure of the motor drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.